Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with three plus diffuse lamellar keratitis of the right eye two days following lasik treatment. The patient reported a foreign body sensation. The topical steroids were increased and an oral steroid was prescribed. Additional information received, a flap lift and rinse was performed one day following onset. Further information received; the symptoms resolved nine days following onset.

Manufacturer narrative:
A review of the technical service on site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).